Event description:
Pt had a competitor's femoral stem and fell and broke his proximal femur. During surgery to address this, poly wear of his depuy liner was found.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot code since its release for distribution. The investigation could not verify or identify any evidence of product error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of this investigation, the complaint will be re-opened.